Event description:
This pregnant woman tested for hepatitis b surface antigen -hbsag- during her first trimester and was reported to be negative. She had tested positive for hbsag five years previously. The hospital retested her upon delivery 2009, and the result was positive. The hospital did not receive lab results for several days, so they had to get the infant back into the hospital to administer hepatitis b immune globulin -hbig-. An infant with a hbsag positive mother should receive hepatitis b vaccine and hbig within 12 hours. Because the 2008, lab result was negative, the infant did not receive hbig until day 5.